Event description:
Our affiliate is reporting to us that during surgeries whenever the mitek fms duo pump and the philips agilent v24 ECG monitor are used in the procedure, the v24 is affected; it displays fine for a few seconds and then displays a "flat line" for a few seconds and then fine again through the procedures. At this point in time, the issue is being investigated for further detail and information.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The 172 days have passed since this issue was reported to mitek, and to date, the complaint device is still in service at the user facility. Several request for the return of the device towards conducting a thorough and detailed evaluation for a root cause analysis have not been responded to, the user facility does not find it necessary to send the unit in for testing as the reported monitor interference has not caused any adverse event or any harm to a patient; they continue to use the device without any reported issues. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.